Event description:
The catheter broke inside the stomach 41 days after placement. When the user attempted to insert an endoscope since the patient had vomited blood, the broken catheter was found. Mild mucosal damage was observed inside the stomach.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.